Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure of this pacemaker, the thresholds were varied and inconsistent. There was loss of capture that led to asystole greater than 2 seconds. The thresholds subsequently normalized. The physician suspected subacute injury or a microdislodgement. The patient has complete heart block. The device and leads were tested and no anomalies were found. One day post implant, a hospital telemetry strip showed a heart rate of 33 beats per minute (bpm). There were no pacing spikes shown. Boston scientific technical services (ts) discussed possible oversensing of electromagnetic interference (emi) or of the right atrial (ra) lead if the right ventricular (rv) lead had pulled back. Additional information indicates that a chest x-ray was performed. The x-ray showed no anomalies. The oversensing was determined to be crosstalk. The sensitivity was reprogrammed to 5mv in the rv which alleviated the crosstalk observation. No additional adverse patient effects were reported. The system remains in service.